Event description:
According to the reporter, post-operatively, lost more than 500cc of blood that requires a blood transfusion. Patient also extend ho spitalization at the intensive care unit. The patient presented 7 episodes of open heart enterorrhagia, the patient had undergone chemotherapy or radiation treatments. Patient was alive with injury.